Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming before treatment with a prismaflex m150 set, an external leak from the anti-static ring was observed. It was reported an alarm was not triggered. The set was replaced and a new set was used to continue treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A leak test was performed and a leak was observed at the level of the gluing, between the effluent line and the discharger ring. The reported condition was verified. The cause was assembly issue during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.